Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high flow insufflation unit's abdominal pressure did not rise during insufflation. This occurred during a therapeutic procedure that was completed using the same device. There was no delay to patient therapy, nor any reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.